Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. The severely stenosed lesion was located in the severely calcified mid left anterior descending artery. The 1.25mm rotalink burr was advanced to the target lesion and ablation was performed at approximately 160,000 rpm. During ablation the rotational speed dropped quickly which resulted in a stall. The burr was then noted to be stuck in the lesion. The physician pulled on the device and was able to successfully dislodge the burr from the lesion. The lesion was treated with balloon angioplasty and a non -bsc stent was unable to cross the lesion. No patient complications were reported and the patient's status is listed as fine.